Event description:
On 1/21/97, the pt had a trial stimulator inserted. Pt stated when she was dressing in bathroom, the stimulator "gave shock through right leg" and "threw me down." The pt hit floor on left wrist. Pt was seen and treated for a fracture of the left wrist. (Stimulator removed). The believed stimulator and all stimulators removed from svc.